Event description:
The abutments have unscrewed and were removed.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Upon review/inspection of returned product. The abutments screw was fractured. Upon follow up on december 12, 2024. Called clinician he is unable to confirm the fracture, he believes that it maybe happened upon removal. Zimvie received one (1) ilpc441u, (certain low profile one-piece abutment 4.1mm(d) x 1mm(h) for evaluation. Visual evaluation was performed, the abutments had signs of use. The abutments screw was fractured at the threads. Threaded piece was not returned. DHR review was completed for the subject lot number 2023020703. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023020703 for similar events and 1 other relevant complaint(s) were identified. Review completed utilizing keywords: dental : functional : loosening. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The screw was fractured. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.